Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked up and never fired. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned with the jaws yielded. However, the instrument was cycled and fired the clips. No premature lockout issues were noted during analysis. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.